Manufacturer narrative:
Reflect the event as a serious adverse event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that about six months ago their leads moved so they are getting paddle leads implanted. The component was not twisted or coiled. The revision has not occurred and the revision date is unknown. The patient was redirected to follow up with their healthcare professional (hcp). The patient also noted having an MRI due to a problem with a device or therapy. There were no patient symptoms reported and no complications reported.